Event description:
The pt contacted animas alleging that the pump was having difficulty responding to keypad button presses. The pt claimed that the ok button would need to be pressed multiple times for the pump to respond. The pt also claimed that sometimes the ok button would stick causing the cursor to scroll. The pt denied that the pump was exposed to water.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time. The pt was reportedly unwilling to return the pump to animas.